Event description:
According to the available information the balloon burst and the catheter fell out on its own. The patient was uncomfortable and probably in some pain but no intervention was needed.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found one other complaint regarding the lot number 8796779 on the same defect. Through information obtained during exchanges the catheter was placed for 14 days. However, according to our IFU sh4036 in duration of use section: "the device can be used up to 7 days". This is a use error. Checking the quality databases revealed no anomaly in connection with the described defect.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found one other complaint regarding the lot number 8796779 on the same defect.

Event description:
According to the available information the balloon burst and the catheter fell out on its own. The patient was uncomfortable and probably in some pain but no intervention was needed.